Event description:
A surgeon states that post cataract surgery and intraocular lens (iol) implant, pt reports seeing glare at night or in certain lighting. It was reported that a "yag" was performed with no improvement.